Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the last aligner did not fit since the crown had to be replaced because it cracked. The patient stopped wearing aligners on bottom because of now having implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.